Manufacturer narrative:
Section a3a, a3b, a4, a5: unknown/ not provided. Asku. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h3- no: the device was not returned for evaluation, as lens was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had to be explanted due to the iol being scratched. The surgery time was extended. It was replaced with same model and diopter size iol. There was no capsule tear, no unplanned vitrectomy, no medication outside of standard of care. They used only balanced saline solution (bss) in room temperature as lubricant, introduced from the cartridge canopy, average dwell time was 3 minutes, the scrub tech performed the initial movement making small 1/4 twists, no photos or videos can be provided, no product will be returned. No other information was provided.